Event description:
A report was received that a patient was experiencing swelling at the lead and ipg sites. The physician suspected that the patient had developed a procedure-related infection. The patient's precision system was explanted.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found them to be satisfactory.